Event description:
A female with a straight anatomy underwent aaa repair with zenith devices in 2008. When the flex main body was in place and the contralateral leg had been deployed, access on that side had been made with a mayer wire guide and after that the top cap was about to be removed. When pulling the black release wire, it had stuck in the top cap. Physicians obtained info from colleagues at another facility to pull harder. Finally the release wire gave and the top cap could be pulled upward to release the top stent. After that, everything went as planned. No pt injury.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the severity that occurred in this case. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device by qc. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device by qc. No prod was received to assist in this investigation. We have taken action to find the root cause in order to reduce issues of the type. We have notified the appropriate individuals and we will continue to monitor for similar events.